Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, while using the robotic assisted satellite station device with the robotic assisted base station device, it was observed that the distal femur cut was good, but the anterior cut was off. It was reported that the procedure was completed manually. It was reported that the robot was not mounted to the surgical bed. There were no reports of injuries, medical intervention, or prolonged hospitalization. No further information was provided.

Event description:
Updated event description: it was reported that during a total knee arthroplasty (tka) procedure, while using the robotic assisted satellite station device with the robotic assisted base station device, it was observed that the distal femur cut was good, but the anterior cut was visually confirmed to be off, about 7mm more posterior than it should be. It was reported that it was so noticeably off to where the resections were completed manually. The surgeon moved to posterior cut to verify, and the saw blade was not cutting bone when it was supposed to cut 7mm. The surgeon downsized the femur from 5 to 4 with manual cutting blocks using angel wing as reference on anterior cut. Final trial numbers were way off. Cemented implants planned and used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: during subsequent follow-up with the reporter, additional information was obtained. Therefore, the event description has been updated accordingly.